Event description:
As reported to coloplast though not verified. Patient was implanted with omnisure mesh. Later the patient experienced groin pain, vaginal pain with voiding and a vaginal bulge. The mesh was palpable and visible on exam. A removal of vaginal mesh was performed.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report.